Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings: there is evidence of a crack at the top of the battery compartment. A dim/pink display screen was found. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment was cracked and display screen was dim/pink. This report is made based on results of investigation completed on 11/18/2013.